Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's mother reported customer has inaccurate sensor readings causing customer's insulin pump to go into threshold suspend mode. As an example, customer's blood glucose would be 180 mg/dl but his sensor reading would be 70 mg/dl. Customer's mother also reported receiving a lot of lost sensor alarms during the night when customer is sleeping. She was advised of proper sensor insertion and calibration methods. Replacement supplies are being sent. Customer's mother was advised to monitor the issue and call back if needed. Nothing further reported.